Event description:
Device returned for repair only. Upon receipt, it was noted that the front end was disassembled and a piece was missing. Contact stated device broke during use in surgery but that no pt injury or surgical complication resulted.